Manufacturer narrative:
The sensor was investigated, and the issue was confirmed during review of the dms logs. The problem could not be duplicated during investigation due to damage on the sensor. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint. D8 was this device serviced by a third party? No d9 device available for evaluation? Yes, device received on 07/10/2020. H3. Device evaluated by manufacturer? Yes h6. Health effect - clinical code updated to 4582 h6. Health effect -impact code updated to 2199 h6. Medical device problem code updated to 1559 h6. Component code updated to 510 h6. Type of investigation updated to 4111 and 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.